Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that his no longer using affected device and claims he has not been able to sleep without a device. He is nodding off during the day and scared he's going to fall a sleep while driving. Please provide replacement asap. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges that he is no longer using an affected device and claims he has not been able to sleep without a device, wanting a replacement device. He is nodding off during the day and scared he's going to fall asleep while driving. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil tech was able to confirm the device powers on and provides airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 510.6 hours and 0 blower and therapy hours. 0 errors were logged. During the investigation, pil observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, pca, bottom enclosure, blower box, blower, and blower seal. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4) (v01). In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.